Event description:
The customer reported that she noticed condensation in the reservoir compartment and when the reservoir was removed, it was wet outside of the reservoir. The blood glucose reading at the time of the call was 288mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.